Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 500 mg/dl, 250 mg/dl and 225 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took her normal 40 units of lantus and added 10 units of humalog because of the higher reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.